Manufacturer narrative:
Block h6: meidcal device problem code a0414 captures the reportable event of stent torn material inside the patient. Meidcal device problem code a040601 captures the reportable event of stent buckled material inside the patient. Block h10: the returned polaris loop ureteral stent was analyzed, and a visual evaluation noted that the proximal section of the stent was buckled/accordion. A functional evaluation noted that a mandrel 0.035" was loaded into the device and no resistance was felt. The suture string and the positioner were not returned for the analysis. A video was attached where it was possible to observe that the polaris loop proximal was section buckled/accordion. No other issues with the device were noted. The reported event was confirmed. According to the product analyisis, the failure is known to be generated due to the force used when the stent is pushed up with the pusher/positioner over the guidewire or when the stent was removed, moreover, the device was received without the suture string, this is evidence that the device was manipulated and it is the most likely that it was generated due to the manipulation of the device or due to the interaction with other devices during the procedure. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a bilateral flexible ureteroscopic holmium laser lithotripsy and bilateral ureteral stent implantation procedure in the kidney stones and ureteral stricture, performed on (B)(6), 2021. During the procedure and inside the patient, the stent shaft could not be pushed, and the pigtail was found to be slightly wrinkled when removed. Another attempt of the same stent was performed but failed and the pigtail was more buckled when removed. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a bilateral flexible ureteroscopic holmium laser lithotripsy and bilateral ureteral stent implantation procedure in the kidney stones and ureteral stricture, performed on (B)(6) 2021. During the procedure and inside the patient, the stent shaft could not be pushed, and the pigtail was found to be slightly wrinkled when removed. Another attempt of the same stent was performed but failed and the pigtail was more buckled when removed. Another polaris loop ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.